Event description:
Report received from united stated indicating that the device had wires exposed. It is known the device was not used in surgery. It is not known if injury or any medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).